Event description:
Clinical study. It was reported that 815 days after a coronary drug eluting stenting treatment procedure, the patient experienced a late stent thrombosis (st) and required a target vessel reintervention (tvr). The patient presented with an acute myocardial infarction. The lesion being treated was a 3.00, 80% stenosed, 20mm long portion of the proximal left anterior descending artery (prox lad). The physician treated the lesion with direct stent placement of a 3.00x20mm taxus express2 study stent. The lesion was post dilated with a 3.0mmx9mm nc ranger at 14 atmospheres. The patient was discharged on plavix and aspirin. She presented to ed at the time of the event, after several hours of nausea, vomiting, diarrhea, and chest pain. At the time of late stent thrombosis, she was on aspirin 81mg qd and coumadin. She was given 600mg plavix in the ed. The physician treated the patient with placement of a 3.0x16mm liberte' bare metal stent. It was overlapped with the index stent. The patient was discharged on aspirin and plavix. In the opinion of the physician the relationship of the st and the tvr to the taxus stent is related.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.